Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (815 mg/dl). The customer was hospitalized on (B)(6) 2015, treated with saline and insulin, and released on (B)(6) 2015.